Manufacturer narrative:
The field service representative found the water reservoir cap was cracked, and replaced the cap. He observed the instrument while running and verified proper analyzer performance.

Event description:
User reports a cracked valve body on the e2010 rack system, which leaked onto the floor and into the walkway. User said the valve body looks like it was tightened too much and cracked adding he unscrewed the cap a bit and the leak decreased to the point that they can run the analyzer with a minimum leak. No pt samples have been affected, and no operations harmed.